Event description:
It was reported that the patient went to the hospital after receiving inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Settings were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant products: 4574, implantable pacing lead, (B)(6) 2009. A 4193, implantable pacing lead, 2009. (B)(4).